Event description:
Hospital alleges that during a procedure, the nurse anesthetist observed pt's i.v. "Backing up", had to flush then "backed up" again, in turn nurse anesthetist discovered the fluid warmer bath turning pink.